Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was 146 mg/dl. The troubleshooting was performed. The customer was advised the diifference between sensor glucose and blood glucose. The patient was advised to califbrate only when stable and not more than 3 to 4 times per day. The patient was also advised to insert sensor in the area where pressure can't be applied on the sensor. The patient was advised to call 24 hour helpline when having any issues for proper troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.